Event description:
The device was being utilized on a pt following a liver transplant. Upon removal of the device air was introduced through the connecting tube via the introducer into the pt's pulmonary artery. This event led to monitoring problems with the pt overnight. The pt did eventually stabilize and has not sistained any adverse effect as a result.